Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. However, dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a heavily tortuous and moderately calcified mid right coronary artery. A 2.75 x 38 mm xience alpine was deployed and a 2.75 x 12 mm nc trek was used for post-dilatation. After post-dilatation it was noted that a proximal edge dissection had occurred which was treated with a 2.75 x 33 mm xience alpine. There was no clinically significant delay in the procedure. No additional information was provided.